Event description:
It was reported while using bd needle filter 19x1-1/2 tw there was a mix of product in the package. The following information was provided by the initial reporter:   it was reported by the consumer the boxes have multi gage needles inside.   Boxes have multi gage needles inside.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. It was reported the boxes have multi-gauge needles inside. To aid in the investigation, one shelf box with one hundred units was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. All the units are the same product and gauge. A device history record review was completed for provided material number 305200, lot number 1139385. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.